Manufacturer narrative:
The customer did not record the serial number of the bed involved in the incident. The hill-rom technician checked all the beds in the tcu. According to the investigation, all siderails latched properly. The false latching could not be duplicated on any of the versa care beds. The hill-rom field technician cleaned the center arm assemblies and the siderail latch pins as a precaution.

Event description:
A tcu nurse alleged a pt leaned on one of the siderails and the rail dropped. The pt did not fall and was not injured.